Event description:
It was stated that the patient reported High BG due to bent cannula issues on (b)(6)2026 and treated with Manual Injection.

Manufacturer narrative:
E1:Name: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.